Event description:
It was observed during central processing prior to being used on a patient that the fenestrated bipolar forceps instrument had a hole in the insulation.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint hole in the insulation is confirmed. Black tube insulation is damaged at the distal end. Missing piece measured roughly about 0.69 x 0.077. Metal shaft is exposed as a result. Evidence not conclusive, but damage is likely due to mishandling. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.